Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: "leak, nipple itching, change in direction of the nipple and a cyst removal prior to implantation." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "leak, nipple itching [and] change in direction of the nipple." Device has been explanted.